Manufacturer narrative:
Although the patient's twin pregnancy confounds the occurrence of uterine atony (as multi-fetal gestation is a known risk factor for uterine atony), based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating care (uterine artery embolization) to preclude permanent body damage/impairment cannot be excluded. Of note, it was reported that antibiotics were provided for manual removal of the placenta, and it was noted that the vacuum was reapplied during/after the jada verification step before removal of additional bleeding. However, limited details were provided at this time regarding these occurrences. Out of an abundance of caution, the company will report this case as a serious injury MDR. This report will be amended as appropriate if additional information is received. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding" and "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding."

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received uterine artery embolization. The subject of this report is a (B)(6) woman, race reported as white, first-time pregnancy with chronic anemia and alpha or beta thalassemia. On (B)(6) 2022, she presented for a scheduled cesarean section (c-section) at 38.1 weeks. On admission, her height was noted as 63 inches, weight (B)(6), bmi 31.63, and hemoglobin (hgb) 11.8 g/dl. Her hgb at discharge was noted at 8.7 g/dl. She received spinal anesthesia for delivery and oxytocin for one hour following delivery of twins (baby a (B)(6): baby b (B)(6)). The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "unknown" if there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received methergine (1 dose). The cumulative blood loss prior to jada insertion was noted as 1455 ml, which is severe pph. Jada treatment was initiated on (B)(6) 2022, 2.15 hours after the placenta was delivered. The total in-dwelling time for jada was 6.88 hours and the total amount of blood collected in the canister during jada treatment was documented as 143 ml. The patient received misoprostol, 1 dose of txa after jada treatment was initiated. Additional information from ohio health was provided: "pph with expression of large clots high in the fundus. Unable to manually extract. Jada inserted @1052 under ultrasound guidance. Functional with drainage of blood in tubing. @1158 increase in bleeding noted. Cytotec, txa administered. Decision to return to or. Jada removed, procedure initiated. Following clot removal and uterine artery embolization, jada replaced @ 1255." The patient received two units of red blood cells during jada treatment. The total blood loss for this case was 2034 ml. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". The lot number is not available for this event. A request was sent to site for lot number, this site does not record jada device lot numbers.

Manufacturer narrative:
Correct to g3 - date reported to manufacturer is 02/01/2022.